Manufacturer narrative:
The insulin pump had no strong odor or moisture damage in the reservoir compartment. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing o-ring and cracked battery tube threads.

Event description:
Customer reported she smells insulin everyday at random times. Customer states the odder was very strong. Customer was really concerned with the insulin pump and was afraid of it. Customer's blood glucose was 233 mg/dl. Customer reported she does not see any visible leaks but fluids were in the reservoir compartment. No leak from the reservoir or o rings. No cracks on the insulin pump. Customer performed self test and the device passed. Customer was advised to change infusion set and reservoir. Customer was also advised to monitor the device. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.